Event description:
It was reported that pump experienced malfunction alarm and could not be accessed by customer. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, and distributor awaited return of original pump so device could be evaluated.